Event description:
S- blood in bed of newly placed peripherally inserted central catheter (PICC) line. Line was placed in the patient on, found leaking the following day causing the patient to undergo another procedure to replace the defective line. A- PICC line placed yesterday was found to be leaking. Product found to be leaking. Thought to have been caused by a cracked hub. R - PICC line rewired. Care team and supply chain will monitor for trend in this product and the hub cracking. There was minimal temporary harm in this event being that the patient had to undergo another procedure. This is all the information available.